Event description:
It was reported that the coil (subject device) was found broken at the mid-section on physical examination. The coil was not used in the patient or microcatheter, as it was noted after opening the pouch.

Event description:
It was reported that the coil (subject device) was found broken at the mid-section on physical examination. The coil was not used in the patient or microcatheter, as it was noted after opening the pouch.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. A definitive cause could not be determined following review and analysis of available information.

Event description:
It was reported that the coil (subject device) was found broken on physical examination. No additional information is available.

Manufacturer narrative:
The subject device was not returned.